Manufacturer narrative:
(B)(4). Only event year known: 2020 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, reload fell out of stapler. Something wrong with badge or maybe reload was not placed properly into the stapler. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/7/2020. D4: batch # t5ay4j. Investigation summary: the analysis results showed that seventeen ecr45w reloads were received sterile and with no apparent damage. From the returned reloads, thirteen were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. The 13 reloads were loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,it was reported that: cartridge retention the analysis results showed that four ecr45w reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. The four reloads were loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.